Event description:
It was reported that during implant, the left ventricular lead dislodged. Lead repositioning was not successful. The patients blood pressure dropped. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.